Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's device was showing high impedance following their hysterectomy surgery. It was noted that electrocautery was likely used, however this was not confirmed. X-ray images were taken, however, have not been received to date. The patient then later underwent a lead revision but the explanted device has not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 adverse event problem, corrected data: initial report inadvertently did not code a072201. H10 adverse event problem codes, corrected data: initial report inadvertently did not code 'c0203' and 'd14'.

Event description:
Additional information received from the livanova representative stating that when he arrived for the case to turn the device off that is when the high impedance was observed, so in pre-op prior to the hysterotomy surgery. The explanted lead was discarded. It was noted that there was no visible explanation as to why there why high impedance but the surgeon did rule out a generator issue by checking with a test resistor which resulted in a good impedance value. Therefore only the lead was replaced.